Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose before bed was 113 mg/dl. The customer got up early because not feeling well , checked blood glucose and it was 501 mg/dl. Customer treated it with insulin pump. Customer reported that next day blood glucose was over 500 mg/dl again and corrected it with insulin pump. Customer changed the site, gave themselves more insulin and just tested again blood glucose and it was 535 mg/dl. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer did not want to continue troubleshoot she stated she would monitor her new site and monitor her blood glucose and call back if needed. The insulin pump will not be returned for analysis.